Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, without response from the health care provider, we are unable to determine the root cause for explant of this device.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response was received from the surgeon along with the operative report. Per the surgeon's response, this explanted was not due to a device malfunction but due to procedure related issues. He cited the reason for explant as "potential for s.a.m.". Therefore, he implanted a larger device. In the operative report, it states "toe is repeated and shows a good coaptation surface of about 1 cm yet there was the suggestion of the possibility of sam due to the number of chordae present within the ventricular cavity and there was mild regurgitation, predominantly at the level of the postero-medial commissure." The decision was made to go back on cpb, remove the 30mm physio ring and replace with a 32mm physio ring. The valve was tested and fully competent with a good coaptation surface.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant and replaced with a larger size of the same model device due to unknown reasons.

Event description:
From response received from the surgeon. The annuloplasty ring was explanted after an implant due to mitral regurgitation and replaced with a larger annuloplasty ring. The surgeon indicated that it was not a malfunction of the device but procedure related per the operative report received on (B)(6) 2011: operative findings: on separation from cardiopulmonary bypass, there was satisfactory repair with a good coaption surface, yet there was the suggestion that there might be predisposition to sam. Also there was a mild jet at the level of the postero-medial commissure and a tiny jet at the level of the anterolateral commissure. These were seen despite the fact that on the still heart there was no regurgitation at all. I elected to go back on bypass and close the postero-medial commissure with 2 mattress 5/0 ticron stitches and replace the 30 physio ring with a 32 physio ring. The final result was very satisfactory with now no mitral regurgitation at all on the post pump transoesophageal echocardiogram.